Event description:
It is reported that the pad fractured upon impaction.

Manufacturer narrative:
Evaluation: as returned, a portion of the impactor pad has fractured and was not returned. The impactor pad has a potential field age of approx 3 years. Device history records have been reviewed and were found to be conforming. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning.